Event description:
It was reported that the ilet charger intermittently failed to charge, requiring manipulation of the cord to initiate charging, and ultimately stopped functioning, consistent with a charging problem involving the battery charger component, with a replacement charger arranged. Customer care provided support that included communication with the user and coordination of return and replacement of the charger. Investigation of this case revealed a power source problem associated with the charger, aligning with a device charging problem traced to the battery charger component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.